Event description:
Customer alleged blood glucose results of 13 mg/dl and 168 mg/dl when testing was performed within 10 minutes on the compact plus system. Customer reported having no symptoms and did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.